Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a missing sensor wire occurred. The sensor was inserted into the upper buttocks on 10/01/2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. It was reported that the sensor was inserted into the upper buttocks. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was indicated that the patient wore the sensor beyond seven days. Dexcom labeling indicates: dexcom g5 mobile sensor sessions last seven days. It was reported that the patient removed transmitter after starting sensor session. Dexcom labeling indicates: do not remove the transmitter before removing the sensor pod from your body.